Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a thin line over the screen and was also showing an insulin pump error. Customer was able to clear the alarm and complete insulin pump rewind. Customer also reported that the insulin pump ran self test and it failed which confirmed the lcd anomaly. No harm requiring medical intervention was reported. Insulin pump will be returned for analysis.